Event description:
"Caller alleged discrepant results compared with the lab and poc meter. Results as follows:"date inratio lab alternate poc meter(B)(6) 2015 3.3 --- ---(B)(6) 2015 --- 7.0 ---(B)(6) 2015 2.4 --- 3.4therapeutic range: 2.5-3.0.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. CAPA investigation (CAPA (B)(4)) has determined that certain relevant factors (e.g. Low hematocrit, elevated plasma proteins) can contribute to discrepant inr results. The customer was reported to be slightly anemic, but a hemotocrit was not provided. The customer also reported to have stage 4 end stage renal disease and undergoes dialysis three times a week. This CAPA has identified low hematocrit and end stage renal disease as conditions that may contribute to a discrepant inr result and cannot be ruled out as a possible root cause of patient's unexpected results. A notification letter has been sent to customers to inform them of these patient conditions. Further investigation into this issue will continue under (B)(4).